Event description:
It was reported that during an unknown procedure, the device blade would not engage. A second device was used and blade would not engage for this device. A third device of same product code was used to complete the case. There were no patient consequences. No additional information available regarding issue.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Upon testing, the obturator reset button armed as intended and the device cut the skin test media properly; no anomalies were noted. A batch/lot record review was performed and the batch met all final acceptance criteria.